Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7277385. UDI: (B)(4).

Event description:
It was reported that during a spinal cord stimulator trial lead pull procedure, it was noted that there were contacts missing on the leads.

Event description:
It was reported that during a spinal cord stimulator trial lead pull procedure, it was noted that there were contacts missing on the leads.

Manufacturer narrative:
The returned spinal cord stimulator trial lead was analyzed and the allegation of the lead damage was confirmed. Visual inspection revealed that the top five electrodes are separated from the distal end. Electrodes 1 to 5 were not returned. The cables are exposed at the damaged portion of the lead. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.